Event description:
It was reported that when the camera head was connected to use it, it was fuzzy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue was identified during a diagnostic cystoscopy procedure that was able to be completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image was blurry/fuzzy due to faulty charged coupled device failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.